Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0008585; medical device expiration date: 2024-12-31; device manufacture date: 2020-01-08. Medical device lot #: 9336328; medical device expiration date: 2024-11-30 ; device manufacture date: 2019-12-02. (B)(4). Investigation summary: a device history record review was completed for provided material number 302830 and lot numbers 0008585 and 9336328. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, six physical samples were received for evaluation by our quality team. Four samples came in sealed packaging blisters and the other two came in opened packaging blisters. Visual inspection was performed first with an unaided eye, and then with a 10x magnifier lens. No excess of silicone, water, condensation or other defect were observed. Based on the investigation results, the samples received did not show the symptom reported by the customer, and an exact cause for this incident could not be identified. It could be possible that droplets of medical grade silicone could be seen since it is added to the inner wall of the syringe barrel to make plunger rod stopper movement smoother. There are quality controls currently in place to detect this type of defect during the production process. The process inspections while producing these lots were all found to be within specification. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked, and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: six samples were received. Four of them came in sealed packaging blister the other two has opened the packaging blister. Visual inspection was performed first with unaided eye, then with a 10x magnifier lens. No excess of silicone, water, condensation, or any other defect was observed. A review of the applicable fmea/eura (rm832 rev8) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: droplet of silicone could be seen since it is added to the inner wall of the syringe barrel to make the plunger rod rubber stopper movement smoother. The silicone is medical grade. The process inspections performed while producing these lots were accepted. No issues were reported. Rationale: based on the investigation carried out and with the samples analysis the symptom reported by the customer couldn¿t be confirmed. We will continue monitoring these lots and product for this symptom. Each lot was produced for (B)(4) units. Therefore, the cpm for each lot is 3.9.

Event description:
It was reported that an unspecified number of bd 20ml syringe luer-lok¿ tips experienced liquid/moisture droplets in syringe which was noted prior to use. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2020. Type of incident/problem: malfunction during, or after use. Level of harm: no effect ; did not reach patient; detected before use, or does not touch person during use. Incident details: the barrel of the syringe has moisture or water which is noticeable when drawing up drug - when pulling the plunger back. Frequency of problem: recurring. Device information: device name/description: syringe luer lock tip 20ml manufacturer code/model: 302830 serial or lot number: (B)(4).